Event description:
Plaintiff attorney called our firm to request an expert witness in a case involving a contact lens. He states the pt was on his boat and fell asleep while wearing lenses. The pt awoke with the lens stuck to the eye. The pt was able to return to shore and emergency medical services (ems) were called. The responder is alleged to have removed the lens and "damaged the cornea." Attorney states "vision is permanently impaired by corneal damage." Plaintiff action is directed at the county ems. Additional information has been requested but has not been received. The product in question was discarded at the scene. Device history review has been requested and will be reported within 30 days of completion. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
No evaluation will be performed. No conclusion can be drawn.